Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance doubled over the past three years, the threshold increased, and there was a decrease in the r-wave sensing. Possible exit block was noted, and positioning difficulty was indicated. The lead was capped and replaced. No patient complications have been reported as a result of this event.